Manufacturer narrative:
The sensor was investigated and the issue was confirmed during review of the dms logs. The problem could not be duplicated during investigation in-house since sensor did not communicate. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement resulting in early sensor removal.